Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was at 137 mg/dl. The customer stated that there were no significant events that could led to the motor error alarm. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: pump unable to prime during the prime/a33 test and motor error alarm during basic occlusion test due to faulty fsr (gold). Motor passed motor test. Pump received with cracked reservoir tube lip, case cracked at the display window corners, minor scratches on the lcd window, and scratched reservoir tube window.